Event description:
It was reported that patient was experiencing pain and burning sensation during charging and implantable pulse generator (ipg) gets hot with used. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted, and patient was doing well postoperatively. The explanted device will not be return per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients spinal cord stimulation (scs) does not help right foot pain and reports generator burns and gets hot with use, which has affected the patient's sleep. Last reprogramming did not change symptoms in right foot. The patient underwent revision procedure where the ipg was explanted and replaced. Patient doing well post op. Unable to return product due to facility policy.

Manufacturer narrative:
Correction to the initial MDR in block b3, b5, and h6.